Event description:
It was reported that the zimmer dermatome motor was not running. Clinical follow up was unable to obtain any additional information.

Manufacturer narrative:
The device was returned to the manufacturer for repair and evaluation. The service record indicates that the device is 24 years old and was last returned to the manufacturer for repair on (B)(4) 2012. Prior to repair, the device was within calibration settings. The device displayed damage which necessitated the replacement of the control bar and control shaft. During the repair process, upon removal of the nut bearing lock, the eccentric shaft was observed to not be properly installed. Damage to the control bar and shaft indicate that the device was not handled properly by the user. Improper handling could have also led to the eccentric shaft not being connected properly to the planetary carrier. An eccentric shaft not properly connected could have caused the motor to not operate properly. The cause is likely the user not maintaining the device per proper handling. The device was serviced and returned to the customer.